Manufacturer narrative:
Additional information was received that no treatment or surgical intervention was performed for the aortic dissection.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, mild aortic regurgitation was noted. Five days following the implant, the patient developed respiratory failure and was intubated. Six days post implant an aortic dissection, left ventricle perforation or new apical (pseudo) aneurysm, stroke and hemothorax was reported. No details of the event or treatment was reported. Fifteen days following implant the patient died. The cause of death was not received. There was no allegation that the valve or its function contributed to the patient's death.

Manufacturer narrative:
Additional information was received that the patient received 8 units of blood. An autopsy was not performed and the device was not explanted. The physician reported that the possible cause of death was aortic dissection. The lot number of the delivery catheter system (dcs) was received and is noted in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.